Event description:
It was reported that prior to an unknown procedure the tip was broken when the scrub nurse opened blade.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent additional information requested: the harmonic blade tips are made of titanium, which is a very hard metal. The blade tip cannot break off unless it has been damaged (such as scratched or gouged by touching other metal) and then activated with the generator.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: the harmonic blade tips are made of titanium, which is a very hard metal. The blade tip cannot break off unless it has been damaged (such as scratched or gouged by touching other metal) and then activated with the generator. Because this event states that the tip broke prior to a procedure when the nurse opened the blade (I assume the packaging), can you please contact sales rep and find out if the hospital re-uses the devices.

Manufacturer narrative:
(B)(4). Additional information: the device reported was for batch # batch h92n7v. The device returned was batch j90x0x. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm and with blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional . Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible intanglement in fibrous tissue.